Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1407204) indicated that the device lot met all established performances criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: technician reported that the balloon had a hole which was discovered during prep. A second mynx device was used successfully.